Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with pump error alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 353 mg/dl. Troubleshooting steps were provided for power error detected alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.